Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. The patient needed assistance clearing the alarm and the technical service representative (tsr) assisted the patient and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.